Event description:
Demonstrating how the distraction forceps work, the metal "spring" part that keeps tension on the ratcheting clip broke.

Manufacturer narrative:
The visual investigation shows that one spring component of the returned pliers was broken. The fracture surface shows an inter-crystalline forced rupture mode due to stress crack corrosion. Further, the instrument surface displays pitting corrosion due to insufficient cleaning. The root cause of the reported event can be attributed to rust and corrosion as a result of insufficient cleaning and maintenance.